Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests.

Event description:
Customer reported via phone call that she had been having high blood glucose. Customer's blood glucose was 541 mg/dl. Customer's blood glucose was 132 mg/dl at time of call. Customer reported that the device would say rewind complete when the piston was not all the way back. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.